Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction contributing to the event.

Event description:
A us distributor contacted zoll to report that a patient was treated and passed away on (B)(6) at 10:16 pm. The death was reported to be cardiac related and the patient was wearing the lifevest. The patient's caregiver was with the patient and reported that the device alarmed and said to call for help. The patient was at home and in bed at the time of the event. Paramedics were called to the scene attempted to resuscitate the patient. Per review of the event, the device first detected bradycardia at 08:43:02 pm on (B)(6) 2018. At 09:31:51 pm, the device detected and alarmed for asystole. The ECG showed the patient was in asystole. At 09:41:31 the device entered a treatment sequence. The ECG showed that the patient was in asystole with a low-amplitude cardiac signal and motion artifact at the time. The device delivered two treatment shocks while the patient was in asystole. The post-shock rhythms remained asystole. Oversensing of a low-amplitude cardiac signal, an intermittent cardiac signal and motion artifact contributed to the false detection. While monitoring the patient, no vt or vf was detected. Asystole is considered a non-shockable rhythm. There is no evidence that the lifevest treatment caused or contributed to the death as the patient was already in a non-life sustaining rhythm.